Manufacturer narrative:
Patient information, no further patient information was provided. The cuvette used during the falsely depressed result was removed and found to be dirty. The cuvette (aero cuv pr dry) was replaced, the wash cuvettes procedure was performed and qc was ran to confirm performance. A review of the architect serial (B)(4) identified no additional contributing factors and no subsequent issues have been reported associated with the complaint issue. A review of complaint and trending data for aero cuv pr dry identified no issues or trends. A review of the tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or adverse trends related to the complaint issue. The erratic result rate for the clinical chemistry analyzers was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c16000 analyzer was identified.

Event description:
The customer reported a falsely depressed magnesium result on the architect c16000 analyzer. Sample ID (B)(6) generated an initial result of 0.8 mg/dl and repeat generated 2.2 mg/dl. The customer uses a reference range of 1.6 to 2.6 mg/dl. No adverse impact to patient management was reported.